Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with multiple external devices. The patient lost stimulation a few weeks ago. It is unknown when the patient last charged the ipg. In turn, surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was restored following the procedure.